Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be electrostatic discharge. The housing of the table control module (tcm) is completely insulated. Therefore, no fault current can flow through persons. Furthermore, the maximum voltage inside the tcm is 24v dc. Any dangerous voltage is hereby excluded. Because the technical facts lead to the conclusion that electric shock is impossible, it is assumed that the most obvious possibility is electrostatic discharge which is harmless. The system was checked on site and the technology, in particular the electrical grounding, was found to be operating according to specifications. A possible system failure or general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. The user reported they received an electrical shock from a table side control module. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.